Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same date as diagnosis, the patient began treatment with intraperitoneal ancef (dose and frequency not reported) and intraperitoneal fortaz (dose and frequency not reported) for nine days for the peritonitis event. Upon discontinuation of fortaz and ancef, the patient began treatment with intraperitoneal vancomycin (2 grams; frequency not reported) for the peritonitis. At the time of this report, antibiotic treatment with vancomycin was ongoing and the patient was recovering from the event. Dianeal therapies were ongoing. Additional information is not available at this time.